Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, during implantation, this right atrial (ra) lead exhibited loss of capture (loc) and elevated pacing thresholds. The physician attempted multiple placement positions; however, it could not be resolved. Consequently, the ra lead was replaced, and a new lead was implanted. No adverse effects were reported. This ra lead has not been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during implantation, this right atrial (ra) lead exhibited loss of capture (loc) and elevated pacing thresholds. The physician attempted multiple placement positions; however, it could not be resolved. Consequently, the ra lead was replaced, and a new lead was implanted. No adverse effects were reported. This ra lead has been received for analysis.